Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2020-02812. It was reported the patient experienced ineffective therapy. X-ray showed that the lead was farther anterior than original and reprogramming was unsuccessful. In turn, both leads were explanted and replaced on (B)(6) 2020. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported. Effective therapy established post-op.